Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported difficult to open or close associated with single gripper actuation issue and gripper line break as it was identified that the no-tactile gripper line was broken. The reported difficult to remove¿anatomy could not be replicated in a testing environment due to patient or procedural/operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and while the reported single gripper actuation issue appears to be related to the gripper line break, a cause for how the gripper line broke could not be determined. The reported difficult to remove the clip from the anatomy resulting in tissue injury appears to be related to procedural conditions associated with clip positioning. Tissue injury/damage is a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xt clip (50407r1074) was successfully implanted. To further reduce mr, an additional clip (50407r1073) was inserted without issues. However, while in the valve, it was observed that one of the grippers was not functioning as intended and that the gripper line was broken. Interaction with the subvalvular structure was suspected. Therefore, the clip was removed and replaced. A new flail was observed on imaging. An xt clip (50407r1079) was prepped and inserted into the valve. However, this clip came in contact with the implanted clip, causing that clip to detach from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Due to insufficient reduce of mr, the third clip was removed and the procedure was discontinued. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.